Event description:
It was reported by the hospital staff regarding the patient: ¿his pain was well controlled with oral pain medications. He was discharged home in stable condition on pod2.¿ no further information was available.

Manufacturer narrative:
The mobile provider confirmed that the "the device and hand piece" are not available for return to ams.

Event description:
It was reported that during a laser endoscopy procedure to control ¿nasal hemorrhage¿, there was a "burn to the patient's left nostril". The physician was using an endostat fiber, and associated hand piece, performed a laser timeout and proceeded to use the laser; it was at this time that the nostril burn was noticed . The physician immediately turned off the laser. It was noted that the sides of the instrument/hand piece were "hot to the touch". Reportedly, it was observed that there was a "burn on the left nostril of the patient"; severity and type of burn not available. "Bacitracin ointment¿ was applied to burn site.

Manufacturer narrative:
Received hospital medwatch report: (B)(4).